Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt had been admitted to the hospital on (B)(6) 2011 for experiencing weakness in his lower extremities and urinary incontinence. The pt was diagnosed with an epidural hematoma. The pt went under a surgical intervention where the physician opened up the pt, removed the lead and placed it back. Follow up on the pt revealed the pt has been discharged from the hospital and majority of the pt symptoms have been resolved with lingering deficit of strength in the right hip. The system remains implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.